Manufacturer narrative:
The associated oxinium uni femoral component, genesis uni tibial baseplate and genesis uni articular insert were not returned for evaluation. The devices were manufactured in 2013. Device details were provided. Thus, our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted that no relevant clinical supporting documents were provided to conduct a thorough analysis of the reported issue. Therefore, no clinical/medical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a total knee revision surgery was performed fue to prostheses mobilization.